Event description:
The customer reported that the lcd is blank. It is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. Patient information and repair information were requested from the customer, but no response received. The investigation is ongoing.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found. A service quote was sent to the customer. Philips has not yet been authorized to repair the device as the quotation is pending acceptance.